Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 11th january 2018. Review of the device memory suggested a corruption of the system code or configuration settings had occurred. The device should not recover from this state; however, information from the device memory showed the unit had recovered on three separate occasions. This behaviour was also witnessed during the investigation, which indicated an intermittent hardware fault on the device. The fault did not occur after reflowing the microprocessor (u25), which would suggest a dry or fractured solder joint on this component had resulted in the reported fault. However, due to the highly intermittent nature of the failure, there is not thought to be enough evidence to confirm this to be the root cause beyond all reasonable doubt. All reasonable efforts and normal diagnostic techniques have been employed to identify the root cause ¿ however, this has not been possible. As per the risk analysis, no further action is required, therefore no further investigation will be carried out. The device shall be retained and replaced with a new hdf-3500.

Event description:
The red status indicator is flashing. There was no patient involved in this event.